Manufacturer narrative:
Two photos were received by our quality team for evaluation. From the photos, the individual blister packages top web was observed to be torn. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The primary and secondary packaging processes were reviewed. The team was unable to identify any contact point that could result in the package torn on the top web during operation. However, as no samples were received for further analysis, the root cause could not be determined. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported when using the syringe bd 2ml ls, the device experienced damaged or open unit package/ seal where sterility of the product is compromised. This event occurred 27 times. The following information was provided by the initial reporter. The customer stated: syringe packaging has been torn.